Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined that missing paddle control software was the cause of the reported issue. The device was retained by physio. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device failed to display joules. In this state the wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to display joules. In this state the wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.